Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that doctor noticed capsular tear on one patient when he was removing the lens. Surgeon aborted the surgery during lens extraction and referred the patient to a retina surgeon. Surgeon did not insert and intraocular lens.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 7/1/2014, however the correct date is 7/11/2014. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.